Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number if known. Does the surgeon believe that any deficiency of the ethicon product endoloop pds suture caused and/or contributed to the adverse events described in the article? Citation: hernia. 2012; 16: 585 587. Doi: 10.1007/s10029-010-0776-7. [(B)(4) - berney-2 2011 (2).pdf].

Event description:
It was reported in the journal article title: unusual clinical presentation of a preperitoneal hernia following endoscopic totally extraperitoneal inguinoscrotal hernia repair authors: c.r. Berney citation: hernia. 2012; 16: 585 587. Doi: 10.1007/s10029-010-0776-7. The author presented a case of a (B)(6)-year-old male patient who underwent an elective totally extraperitoneal (tep) inguinal hernia repair of an inguinoscrotal hernia. The patient was presented with a symptomatic reducible right inguinoscrotal hernia known for years. During the tep hernia repair, due to the difficulty to completely reduce the hernia sac from the scrotum, a decision was made to divide it at the level of the deep inguinal ring and to close the proximal end of the peritoneum with a pre-tied loop of pds ii endoloop suture while leaving the distal end open. Reported complication included endoloop slipping leading to a small bowel obstruction. A loop of distal small bowel was found to be herniated through a peritoneal defect at the level of primary closure of his divided hernia sac. The endoloop of pds had detached completely and was found lying at the edge of the defect. The congested small bowel was then reduced, showing part of the polypropylene mesh in the background still in place and adherent to the abdominal wall and the peritoneal defect was closed with vicryl 3-0 suture and reinforced with a fibrin sealant. The authors reported that endoloop slipping is a potential complication that may be a leading cause of intestinal obstruction. It was concluded that after every tep repair of inguinal hernia, surgeons should be suspicious of any unusual, even mild, abdominal symptom as this could be the first sign of an early post-operative complication as clearly demonstrated in this case report. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.